Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the cystonephrofiberscope captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the returned scope had detached bending section adhesive; however, the adhesive was not detached but instead was worn. The cystonephrofiberscope was returned, and no reportable malfunctions were found.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the oes cytonephrofiberscope exhibited a detached adhesive at the bending section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to damage of parts due to wear, deformation, or some kind of physical stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.